Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue, will not power up) due to lcd cable being torn and the backlight response button traces being cut. The root cause of the damaged traces cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue and the monitor would not power up.